Event description:
Locking cap popped out of the screw 1.5 years post surgery travios in l3-l4 and l4-l5. The pt has been reoperated and was implanted with a new lock-cap. This report is #1 of 3 for the same event.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: device was used for treatment. The device was evaluated and showed signs of use. The polyaxial screw head may not have been aligned perpendicular with the rod during the final tightening of the cap. No product fault could be detected.